Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history record review, medical imaging, complaint history review), it appears that the most likely root cause of the failure could be associated with patient related factors (recurrence of breakages) and/or an improper realignment of the finger, resulting in abnormal stress on the implant. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that the patient (a 72-year-old female) underwent a second revision surgery following a radial collateral ligaments rupture. The revision occurred on (B)(6) 2025, leading to arthrodesis. Implant was found broken.